Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and reports their device is not functioning properly: symptoms have came back. Patient followed up with their healthcare provider (hcp)who told them they werre going to contact the manufacture representative (rep) so the battery and settings could be checked, but they haven't heard from anyone. Patient was redirected to follow up with their hcp so the rep could be contacted. No further patient complications have been reported as a result of this event.